Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and foreign object was found in the device control section. Based on the results of the investigation, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. Added due to character limitation in respective field the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup, blue pigment residue from the antifog solution applied to the gastrointestinal videoscope was discovered. The issue was identified during inspection. There was no patient involvement on this reported event.